Event description:
It was reported that when using the bd pyxis medstation system, all the cubies in drawer 1.1 failed and were not communicated with the drawer. This issue hindered nurses' ability to access essential medications during a rapid response situation. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket was not responsive to open requests. A field service engineer dropped to hta and was able to get the pocket open and the user rearranged the medications to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.